Manufacturer narrative:
The device is not required for return to animas.

Event description:
On 02/08/2016, the reporter contacted animas alleging the patient's blood glucose on that date was 386 mg/dl with difficulty waking up and symptoms of dehydration. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they remained on pump therapy, and the pump's settings were not recently changed by a healthcare provider. During troubleshooting, it was reported that the bolus-type setting was incorrectly programmed. There was no indication or allegation of a pump malfunction. This complaint is being reported because the reported health event was attributed to a reported use error.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/02/2017 with the following findings: the black box begins on (B)(6) 2017. Due to continuous use of the pump the black box data/histories for the event on (B)(6) 2016 have been overwritten. Available daily insulin delivery totals correctly reflect the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering within required range and delivering accurately. Unable to duplicate the complaint, the pump information for the complaint date has been overwritten. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.